Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8697546) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent out and observed that the stent was released automatically. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 13-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (unknown product code, lot). The event did require removal of the microcatheter and subsequent loss of cerebral target position. Other devices were successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. The event did not cause procedural delay. The device was not returned; no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint is not confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8697546) became impeded in the proximal of an unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent out and observed that the stent was released automatically. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h6, h11 and concomitant products. Additional event information received on 13-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (unknown product code, lot). The event did require removal of the microcatheter and subsequent loss of cerebral target position. Other devices were successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. The event did not cause procedural delay. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.